Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at a third party service center, an active exhalation module failure alarm code was observed. The device's active exhalation control module needs to be replaced to address the issue.